Event description:
Anesthesia inserted et tube and endotracheal tube introducer "stylet" in or. Approximately 3 1/2 hours later the patient coughed up a small blue plastic piece, thought to be from this device. Appears to have broken off at the curved tip. Approximately 1 inch broken off. Tip retained, stylet and original package not retained.